Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202130288, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). (B)(4).

Event description:
(B)(4) received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to report 2026095-2016-00033 for the second report. Fill volume: 125 ml; flow rate: unknown; procedure: unknown; cathplace: unknown. A report was received from (B)(6) stating that some homepumps that normally infuse within 24-hours did not infuse within the entire 24-hour time period. The pumps infused two to three hours prior to the end of the normally scheduled completion time. There was no reported patient injury. No additional information was provided.